Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis manifested by abdominal pain, vomiting, and fever. The patient was hospitalized for the peritonitis event and was treated with unspecified intraperitoneal and intravenous antibiotics (dose and frequency were not reported). Twelve days after the hospitalization, the patient was discharged. At the time of this report, the patient was recovered from the peritonitis event and pd therapy was ongoing. No additional information is available.